Event description:
Patient underwent or gneta (general endotracheal anesthesia) for the extraction of an impacted wisdom tooth. The tip of the tapered carbide bur was noticed to be missing from the shaft by the surgeon.